Event description:
It was reported that the patient experienced syncope. It was noted that the right ventricular (rv) lead had small r waves and they had been below average for some time. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The analyst commented that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant 5076-52 lead implanted: 2012-(B)(6), (B)(4) stent graft, implanted: 2013-(B)(6), (B)(6), stent graft implanted: 2013-(B)(6), (B)(4) stent graft implanted: 2013-(B)(6). (B)(4).